Event description:
It was reported to boston scientific that during preparation when the speedband superview super 7 ligator was opened, there was no loop on the strings (refer to MDR report# 3005099803-2008-00990). A second bander was opened and it had a loop, but the loop was not a full loop. The physician completed the procedure with a third of the same device with no pt complications, the pt is fine.

Manufacturer narrative:
Not a full loop.